Event description:
Consumer alleges there is a leak coming from the motor. Consumer stated that there is an intermittent leak coming from the opposite side of the shaft. The leak was first noticed three months ago. The end user was contacted for additional information.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model m51, serial number/date (B)(4) is approximately 5 years old. The owner's manual part number 1125085, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. The end user is his wife. The husband stated that there is an intermittent leak coming from the opposite side of the shaft. The leak was first noticed three months ago. His wife, uses the chair both indoors and outdoors. She is still in possession of the chair and uses a spare chair in the meantime, while waiting for a repair. They stated there are no injuries involved. If any further detail is received a supplemental report will be filed.